Event description:
False positive rv lead integrity alert. Lead integrity alert triggered but no high impedance measurements observed. R: reviewed most recent carelink transmission, no out of range impedances observed. Considerable fluid swings observed on cardiac compass. Rv lead integrity alerts dating back to 20-dec-2018 for short v-vs and high rate ns vts. Viewed pod on programmer and reviewed lead trends - no out of range impedance measurements observed. Episodes appear to reflect real ectopy, no oversensing or non-physiologic noise observed. Decoded pod and observed grouping of short v-vs on same day as ns vt episodes. Concluded that short v-vs and ns vts are likely related to clinical status, not lead integrity issue. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).